Manufacturer narrative:
Medivators clinical specialist observed the facility had manipulated medivators OEM hookups for use with a cer-2 optima automated endoscope reprocessor (aer). The facility was not utilizing the hookups in accordance with the hookup or aer ifus. Improper use of hookups could affect the high-level disinfection of endoscopes; therefore potential for patient cross-contamination. The clinical specialist informed the facility of the importance of using hookups appropriately. It is unknown how many scopes were reprocessed using hookups incorrectly. To date, there have been no known reports of patient illness or injury. This complaint will continue to be monitored within the medivators complaint handling system.

Event description:
Medivators clinical specialist observed the facility had manipulated medivators OEM hookups for use with a cer-2 optima automated endoscope reprocessor (aer). The facility was not utilizing the hookups in accordance with the hookup or aer ifus. Improper use of hookups could affect the high-level disinfection of endoscopes; therefore potential for patient cross-contamination.